Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.

Event description:
Information received indicates, the brake will not hold when the brake mechanism is locked.